Manufacturer narrative:
A review of device history record and review of production records cannot be performed as there is no serial number of the pump within the complaint. Complaint data cannot be reviewed on this device as there is no serial number mentioned. This is a complaint from 2020. This MDR will be reopened and updated in the event device involved or additional information becomes available. Investigation cannot be performed as the pump is not returned. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Event description:
On (B)(6) 2020 a complaint was opened where distributor/ end user reported to intuvie that the pump has incorrect library configuration. No other details were provided associated with the event. No patient harm reported for this complaint.

Manufacturer narrative:
This MDR is being submitted to make corrections in the initial MDR which was already submitted: corrections made are as follows: section b: sub-section: 4 and 5. Section d : sub-section: 1, 4 and 8. Section e: sub-section 2, 3 and 4. Section g: sub-section: 2,3 and 6. Section h: sub-section: 2.. This MDR is being submitted to make all the above corrections from the initial MDR submitted.

Event description:
On 09/24/2020 a complaint was opened in qos system where intuvie received a complaint that the pump has incorrect library configuration. No other details were provided associated with the event. No patient harm reported.